Event description:
It was reported that the unit was overtemp at 112 degrees. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
The unit has not been returned to the manufacturer for evaluation. A follow up will be submitted as necessary based on the investigation results.